Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient was involved in a car accident on (B)(6) 2019. Her battery came loose in the pocket and she had it revised. The device remained in patient. Pocket became uncomfortable as battery was sitting sideways. All impedance were normal and patient said therapy is still working. The issue was resolved at the time of the report. There were no further patient complications are anticipated or expected as a result of this event.